Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was exhibiting possible oversensing. A review of episodes in ICD memory showed that the ICD sensed a heart rate of 128 beats per minute (bpm), but the stored electrograms for the episode show normal sinus rate of 50 bpm. Further investigation was planned.